Event description:
The user facility reported that they could not remove the r2p destination slender sheath. The patient showed signs of spasm. Had to send to UK for vascular surgery to remove. Additional information was received on 10 mar 2022: the procedure being performed at the time of the spasm was a lower limb (ll) angiogram. The patient was at rest when spasm occurred. The patient condition was stable. There was no blood loss greater than 250cc. After sending the patient to surgery they waited out the artery and removed it with no issues.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be confirmed. The likely root cause is the vessel spasm prevented removal of the sheath. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.